Event description:
During an ercp procedure in 2006, the physician used a cook endoscopy zilver biliary stent introducer system. The stricture was described to be tight and was located in the upper common bile duct. Before stent placement, dilation of the strictured area was performed. Resistance was encountered during advancement of the introduction system. The stent was placed successfully, but the introducer lodged on the stent and could not be removed. The procedure was terminated and the introducer was temporarily placed through the nose. Two days later, the physician attempted removal by tugging at the introduction system, but this was unsuccessful. Five days later, the physician attempted removal by fluoroscopic guidance, but this was unsuccessful. Successful removal of the introducer was completed by using a duodenoscope and forceps. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the product was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. The information provided indicated that the stricture was tight and dilated prior to stent placement, but resistance was encountered during advancement of the introducer system through the stricture. A caution located in the device instructions for use advises the user to avert stent placement if the stent will not advance through the stricture. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.